Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The photos confirmed the reported defect. The samples were evaluated and the customer's indicated failure mode for low draw with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd vacutainer® citrate tubes did not draw a sufficient volume. No serious injury, no medical interventions. No blood to mucous membrane exposure was reported.